Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not fully start up. The imaging system displayed "system booting please wait" on the pendant. No additional information was provided. There was no patient present when this issue was identified.